Event description:
Complainant alleged that during functional testing, the device gives a "unit failed" prompt and displays a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.